Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 13.2mm vicmo13.2 implantable collamer lens of -10.0 diopter on (B)(6) 2017 in the patient's left eye (os). The surgeon reported that "the patient is suffering from severe glare and he believes that it is from the central ports of the lenses in her eyes". The reporter stated that the patient still has "glares/ decentration". The lens remains implanted in the patient's eye. Additional information has been requested from the reporter but none have been forthcoming. A supplemental MDR will be submitted if new information is received.